Manufacturer narrative:
(B)(4). Medical product- tprlc 133 mp type1 pps ho 13.0, cat#: 51-107130 lot#: ni; cer bioloxd option hd 36mm, cat#: 650-1057 lot#: ni; m/h radial solid/apx shl 54mm, cat#: 13-104054 lot#: ni; unknown e1 max-rom liner, cat#: ni lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-07095; 0001825034-2018-07096; 0001825034-2018-07098; 0001825034-2018-07147; 0001825034-2018-07145.

Event description:
It was reported that the patient underwent a total hip arthroplasty and experienced pain requiring an injection approximately six (6) months post-implantation. Attempts have been made and additional information on the reported event is unavailable.